Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. The customer's blood glucose level was impacted. Reportedly, the customer changed out cartridge infusion set and insulin, stating that it was time to do so, and blood glucose level improved.